Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as, once the ventilator device was started, the device itself starts executing commands. The touchscreen is operated while no one touches the touchscreen. When the touchscreen is locked, the 'screen locked' message appears repeatedly without having the screen touched. The touchscreen has spots/fluid marks everywhere on the screen. It was not reported whether alarms were triggered. No device log files (service log, error log, event log) were provided to hamilton. This malfunction was reproducible. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. UDI related data quality updates only: field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as, once the ventilator device was started, the device itself starts executing commands. The touchscreen is operated while no one touches the touchscreen. When the touchscreen is locked, the 'screen locked' message appears repeatedly without having the screen touched. The touchscreen has spots/fluid marks everywhere on the screen. It was not reported whether alarms were triggered. No device log files (service log, error log, event log) were provided to hamilton. This malfunction was reproducible. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton as, once the ventilator device was started, the device itself starts executing commands. The touchscreen is operated while no one touches the touchscreen. When the touchscreen is locked, the 'screen locked' message appears repeatedly without having the screen touched. The touchscreen has spots/fluid marks everywhere on the screen. - it was not reported whether alarms were triggered. - no device log files (service log, error log, event log) were provided to hamilton. - this malfunction was reproducible. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: the allegation in this complaint was confirmed to be a complaint as a malfunction of the device could be identified. It was reported that the device executes commands / the touchscreen is operated without having any touch input. When the touchscreen is locked, the "screen locked" message appears repeatedly without having the screen touched. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the device was prepared for use. This record contains no information of patient involvement. The state of the device when the issue was first identified is unknown, however, the phenomenon remains in both standby and ventilation. Neither harm to patient, user or third party nor a treatment delay was reported. The issue is not likely to be serious to public health but has potential to cause a delay in treatment or an intervention (replacement of the ventilator), if it were to recur during the use with a patient. Therefore, the event has been deemed to be a reportable event. The root cause was determined to be a defective touchscreen. After replacement of the complete display front the problem was resolved. Currently there is no CAPA on this issue because the severity rating paired with the number of failures over a period of 4 years does not justify it. Nevertheless, the failures are monitored constantly and if the failure rate was to increase a CAPA will be considered.